Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. There was no impact the customer's blood glucose level. It was confirmed that the customer has alternate insulin therapy available.